Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the site to remove the endoscope from the universal surgical manipulator (usm) #2, press the instrument clutch and reinstall the endoscope; following these actions, the issue was resolved and normal functionality was restored. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the arm. The issue was resolved by reseating the endoscope and pressing the instrument clutch.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the image was turned upside down when a 30-degree endoscope was installed to universal surgical manipulator (usm) 2 during docking. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to remove the endoscope from the usm arm, press the instrument clutch and reinstall the endoscope to usm 2 to resolve the reported issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed the serial number of the suspected defective endoscope is 10618058. At the time of the event, the system did recognize the correct endoscope and the surgeon confirmed desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the surgeon via the user interface. The procedure was completed by using the same endoscope.